Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion located in the ostium right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that stent dislodgement occurred during removal following a failed delivery. The dislodged stent was removed by inflating a balloon inside it and trapping it in the guide, the entire system was removed. The patient was reported to be alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.